Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead was found to be dislodged. The physician then repositioned the lead. This rv lead remains in service. No additional adverse patient effects were reported.